Manufacturer narrative:
Method: device not returned additional manufacturer narrative: the explanted device was not returned to edwards for analysis. Without return of the device, edwards is unable to conclusively determine the root cause for this event. Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus. The most common reason for pvl is inadequate debridement of a calcified annulus and is not a result of device malfunction. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that this aortic bioprosthetic heart valve was explanted at implant during a procedure. As reported, toe revealed a large paravalvular leak from the right coronary sinus. The hemi-sternotomy was converted to a full sternotomy and additional sutures were placed. A residual leak still prevailed therefore, the valve was excised and was replaced with another 21mm pericardial bioprosthesis. Toe revealed satisfactory replacement and no paravalvular leak. The patient was returned to the ICU in stable condition.